Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. For this reason, terumo references eval codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that after extracorporeal circulation, it was noticed that the shunt sensor had leaked. The problem occurred two times; however, event info was only provided for one occurrence. The product was changed out. There was no delay, and the surgery was completed successfully. There was 1cc of blood loss.